Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer stated that the blood glucose level was 24 mmol/l. The customer stated that they woke up with high blood sugars due to cannula being out of my site. Customer stated she took correction for the high blood already did not give the information on sets used listed. The insulin pump will not be returned for analysis.